Event description:
It was reported that insulin gauge on pump displayed insulin amount different than expected, with pump showing 26 units when caller expected 130 units despite insulin delivery continuing to change the estimate. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation steps, was able to reload same cartridge with assistance from technical support, declined suggested test bolus to update estimate, and chose to monitor situation and follow up if needed.